Event description:
Customer called stating that meter was reporting low results. An eval of the system was conducted over the phone, which determined that the meter was reporting results in mmol/l instead of mg/dl. Customer was instructed how to reset units to mg/dl. Customer satisfied.